Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia with sweating, memory loss, being "incapable," and a loss of consciousness. There was no report of third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Visual inspection has been performed on the sensor tail, no failure modes were observed. An extended investigation has been performed. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software, and extraction was successful. Returned sensor was further investigated and de-cased. A visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Returned sensor was scanned and connected to debug application to receive first 5 ble (bluetooth) packets and the 5 ble packets were appeared on the app screen after waiting for 5 minutes. The passing of accuracy test and generation of 5 ble packets indicates that there was no alarm issues as complained by the customer. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia with sweating, memory loss, being "incapable," and a loss of consciousness. There was no report of third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer¿s product has been requested for investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.